Event description:
It was reported that the patient's right atrial (ra) lead exhibited under-sensing. The ra lead was explanted and replaced during a scheduled explant procedure. The patient was in stable condition.